Event description:
Information was received from a company representative (rep) via a healthcare provider and a patient receiving intrathecal dilaudid (hydromorphone) 2 mg/ml at 0.139 mg/day, baclofen 500 mcg/ml at 35 mcg/day, and bupivacaine 40 mg/ml at 2.8 mg/day via an implantable pump for unknown indication for use. It was reported that after pump replacement on september 24, patient began to notice withdrawal symptoms, including feeling like the flu, increased pain, and nausea. They were unaware of any environmental/external/patient factors that may have led or contributed to the issue. Patient was brought to the operating room (or) to assess catheter and do possible revision. Upon assessing the catheter, no obvious leak were noted. It was difficult to aspirate existing catheter so doctor elected to place a new 8780 catheter. Catheter was connected to pump and aspirated adequately and issue seemed resolved. Catheter now had good flow and issue resolved pump was working normally. The patient's status was "alive-no injury" with weight being 170 lb. Patient's medical history was asked but made unknown.

Manufacturer narrative:
Continuation of d10: product ID 8784 lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(6), ubd: 27-jun-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6 codes were corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.